Manufacturer narrative:
Sc-8336-70 sn: (B)(6). The returned paddle lead was analyzed and it was found that the lead was cleanly cut and one of the electrodes was missing from the paddle. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. The allegation of lead migration was confirmed in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause was known inherent risk of device. Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing severe pain and leg weakness due to lead migration. The patient was sent to the emergency room (ER) and a computerized tomography (CT) was taken which showed anterior displacement of the lead. The patient underwent an explant procedure. The explanted ipg and lead will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 371613.

Event description:
It was reported that the patient was experiencing severe pain and leg weakness due to lead migration. The patient was sent to the emergency room (ER) and a computerized tomography (CT) was taken which showed anterior displacement of the lead. The patient underwent an explant procedure. The explanted ipg and lead will be returned.

Event description:
It was reported that the patient was experiencing severe pain and leg weakness due to lead migration. The patient was sent to the emergency room (ER) and a computerized tomography (CT) was taken which showed anterior displacement of the lead. The patient underwent an explant procedure. The explanted ipg and lead will be returned. Additional information was received that the missing contact was removed and thrown away. The missing contact came off after the paddle lead was removed.